Event description:
It was reported that the insulin pump alarmed motor error during prime fill. Customer's blood glucose was 19.6mmol/l. The device was not bumped or dropped. The device was not exposed to a strong magnetic field or MRI. Customer previously used the sensor feature. Customer's mother was advised to disconnect the device and rewind, successful. No further information reported.

Manufacturer narrative:
All operating currents were within specification and no unexpected weak battery alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.